Event description:
The customer reported a speaker malfunction message. No patient involvement was reported.

Event description:
The customer reported a speaker malfunction message. No patient or customer harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.